Event description:
It was reported that the patient underwent a posterior procedure at o-c6. It was confirmed that the cortical screws backed out. A revision surgery was performed approximately 30 days post op. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.